Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a skin revision surgery on (B)(6) 2025 in order to remove the skin and replace the abutment. Reimplantation is planned but had not taken place at the time of this report.